Event description:
It was reported that an ilet user experienced prolonged hyperglycemia despite a fast-acting insulin injection and suspected that the pump was not delivering insulin; review of the infusion setup identified that the pump had been configured to fill a teflon cannula while a steel infusion set was in use, and the user completed a full supply change with selection of a 6 mm steel set and proper fill. Symptoms included high blood glucose above 300 mg/dl for over 90 minutes without ketone testing, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management with a corrective insulin injection, no need for assistance, and no professional medical intervention, with glucose trending downward after troubleshooting. Investigation included phone-based troubleshooting and user education regarding correct infusion set selection and cannula fill. Investigation of this case revealed that the likely issue was delivery inconsistency related to mismatched infusion set selection and cannula fill configuration, which was resolved by completing the supply change and selecting the correct steel set parameters. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user setup error leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.